Event description:
According to the rptr, a 250ml bag of reopro was to run at a rate of 17ml/hr for 12 hrs. According to the clinician, the entire 250mls infused in 2 hours. The clinician reported the physician was notified and laboratory values were drawn (see below). Additionally, the clinician reported there was no medical intervention or pt injury/adverse event related to the reported problem.